Event description:
A coronary stent with delivery system was successfully advanced with difficulty secondary to a very angulated target lesion site in the pt's right coronary artery. Following deployment of the stent at the lesion site, sub-optimal results were reported. In response, a post dilation balloon was utilized in an attempt to completely deploy the stent. However, during the post dilation procedure, the stent was "knocked loose" from its position in the artery. Subsequently, the physician elected to send the pt to coronary artery bypass graft surgery and revascularization. Surgery was successful. There were no add'l complications report relative to this event.